Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe detritus adhesion; the glass cap exhibits severe devitrification at the output window; the glass cap is protruding from the metal cap; the metal cap adhesion location exhibits burnt glue. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure ¿fiber would not coagulate and loose tip¿ @ 310, 781 joules and 42:16 minutes of usage. The fiber was exchanged and the case completed with the second fiber. Patient outcome: ¿no patient injury¿ reported. Gland volume: 40 ml.